Event description:
It was reported that catheter hypotube separation occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that hypotube separation occurred at 25cm from the hub. When it was inserted into the guiding catheter, there were a lot of guidewires, so there was resistance and it became kinked and separated at outside the patient's body. The separation was caused by the inserted device beyond the tolerance of the guiding catheter lumen. The balloon was simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported. It was further reported that when this wolverine was inserted into the guide catheter, there were three guidewires in the guide catheter. The wolverine became separated at the time it was being pushed. Separation was due to the inner diameter of the guiding catheter being not enough to have multiple guidewires and this wolverine being inserted. One guidewire was removed from the guide catheter. A 2nd wolverine 4.0mmx10mm was used without issue together with the two guidewires.

Manufacturer narrative:
E1 - initial reporter address: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon wings were found to be wrapped. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination was completed on the shaft of the device. A hypotube break was identified at 24.4cm distal from the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination was completed, and no issues were noted. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that catheter hypotube separation occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that hypotube separation occurred at 25cm from the hub. When it was inserted into the guiding catheter, there were a lot of guidewires, so there was resistance and it became kinked and separated at outside the patient's body. The separation was caused by the inserted device beyond the tolerance of the guiding catheter lumen. The balloon was simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported.